Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset and the self-adhesive of the infusion set was wet with insulin. On (B)(6) 2021, in the morning, the patient was hospitalized with hyperglycemia. She was still in the hospital at the time of the call on (B)(6) 2021.